Manufacturer narrative:
H10: additional manufacturer narrative: sensitech, the device manufacturer, evaluated the returned tagalert and did not find any defects. The device placed in the chamber to test alarm 1. The alarm triggered as expected. Visual inspection of the pcb assembly, components, workmanship, and soldering showed no abnormalities. The unit was then reset and placed again in the chamber to retest for alarms 1 and 2. Both alarms triggered as expected. The battery voltage on this unit was adequate for the unit to operate successfully. No abnormalities were found. Therefore, the tagalert was presumably functioning properly and triggered as intended while in the customer¿s possession. The surgery took place on (B)(6)2020 , and through investigation, the tagalert was triggered on (B)(6)2020 . This valve should not have been implanted in the patient per the instructions for use (IFU). H11: corrected data: corrected section h6

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
H3: evaluation summary: customer report of triggered tagalert was confirmed. The triggered tagalert had black-highlight with the number 2 displayed on the screen. As received, the tamper resistant seal of the shelf box was broken and valve jar was unsealed. Valve was not returned. Tagalert serial number (B)(4). The alarm alert feature of the tagalert device indicated more than 10 days have passed since being triggered. Updated sections b2, d10, h3. The subject device has been returned for evaluation. The device was sent for further testing. A supplemental report will be submitted, accordingly once the device evaluation has been completed.

Manufacturer narrative:
UDI # (B)(4). Through investigation it was determined that this event was due to a use error. There was no allegation of device malfunction. In this case, a valve was implanted and it was discovered that the temperature indicator had a triggered "2" indicating that it had been exposed to hot temperatures. This exposure could affect the quality and performance of the tissue and lead to a serious injury. Temperature indicators are intended to monitor the temperature the device is exposed to during transit and storage. Per the device instructions for use (IFU), if the indicator displays any reading other than ¿ok¿, the device should not be used. The subject device has not been returned for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that the tagalert on this valve triggered error "2", and it was discovered after the 27mm 7300tfx mitral pericardial valve was implanted in the patient. The surgeon chose to leave the valve in the patient because of patient's comorbidities and difficulty in explanting the valve. The patient is doing fine post procedure.